Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Healthcare professional reported "ruptured breast implant". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "ruptured breast implant". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed two openings assessed as unidentified (tear) opening and surgical damage. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.